Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported upon closing the vessel and after deploying the 6 fr angio-seal, he noted pulsatile blood flow from the common femoral artery (cfa) access site. Hemostasis was achieved by holding manual pressure. The anatomy was normal and the vessel was over 4mm and free from calcium. The procedure before deploying the device was a left heart catheterization (lhc). Blood loss was less than 250cc. The patient was reported to be in stable condition. The procedure outcome was successful.